Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. This will be reported under a (B)(6) MFR number.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "early or late postoperative infection and/or allergic reaction." This report is number 3 of 3 MDR's filed for the same event (reference 1825034-2016-05142 / 05143 / 05144).

Event description:
It was reported that patient underwent a left hip revision procedure approximately replacement due to fever, tachycardia, left hip drainage and infection.

Manufacturer narrative:
(B)(4). Concomitant products: 650-1055 785790 cer bioloxd option hd 28mm; xl-200150 734990 act artic hd arcom xl 28x44mm. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "early or late postoperative infection and/or allergic reaction." Medical records were evaluated and the reported event was confirmed. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further actions are required. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 1825034-2016-05142, 1825034-2016-05143.

Event description:
It was reported patient¿s left hip was revised approximately 4 months post-implantation due to infection, fever, tachycardia, and left hip drainage. During the procedure, frank pus and bone loss of the acetabulum were noted. An irrigation and debridement was performed. All components were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.